Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during/after procedure. The following events were noted through a periodic article review. An independently controlled prospective study (space) was performed with 563 pts that underwent carotid artery stenting with and without the use of embolic protection. The purpose of the study was to collect data pertaining to the use of protection devices and stents with different cell designs in carotid artery stenting. Of the 563 pts, 92 pts were treated with the acculink stent. Of the 92 pts, 9 pts experienced an ipsilateral stroke within 30 days. Treatment for the strokes was not reported.

Manufacturer narrative:
This report involves a prospective study noted in an article. The device was not available for analysis, and device investigation could not be performed. There was no device malfunction reported. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Olav jansen, phd, et al; "protection or nonprotection in carotid stent angioplasty, the influence of interventional techniques on outcome data from the space trial", published stroke. 2009; 40:841-846.